Event description:
Patient scheduled for colostomy take-down. Utilizing the staple method of anastomosis, the instrument was fired and would not release. When a "tug" was initiated, the anastamosis fell apart. This caused the surgeon to hand sew the anastomosis with difficulty. Results: spillage of bowel contents into abdomen, irrigation done. Patient was discharged 2/15/94 home without complication.